Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip were noted. No moisture damage electronic assembly.

Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was 121 mg/dl. The insulin pump got wet. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.